Event description:
It was reported that during a coronary angioplasty procedure, stent damage occurred. The 90 stenosed lesion being treated was located in the mildly tortuous, severely calcified proximal left anterior descending (lad). The target lesion was pre-dilated with an unknown 15x15 balloon. The physician attempted to place a 2.25x28mm taxus liberte atom stent, but was unable to cross the lesion. Upon removal, the physician noticed a lifted stent strut. The physician then went back into the target lesion and successfully placed both a 2.25x12mm taxus liberte atom stent and a 2.25x16mm taxus liberte atom stent to complete the procedure. No patient complications were reported. Patient's condition is reported as "ok".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.